Event description:
Successful placement of PICC line. Pt began sneezing and coughing; face, chest, neck, left arm very red; hives to neck and left arm; both feet itching. Monitored o2 saturation; 94-98% on room air, IV benadryl given. Obtained vital signs and monitored pt for approx 30 minutes before returning pt to room.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.